Manufacturer narrative:
(B)(4).

Event description:
This ra and the rv lead dislodged approximately two weeks after implantation. The ra lead also exhibited loss of capture and loss of sensing. The leads were explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.